Event description:
Allegedly the patient was experiencing unknown mom complications (left). Additional information received from litigation on 01/08/2019. Allegedly the patient was revised due to unknown mom complications. Added the implant and explant date.

Manufacturer narrative:
Correcting patient code based on alleged information received.